Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, and cracked case at reservoir tube window corner.

Event description:
It was reported that the customer's insulin pump was hit on the side of a table and the reservoir compartment became damaged. The plastic was gone in the reservoir compartment opening and there was reportedly a scratch on the screen. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.